Event description:
It was reported that the user¿s ilet displayed prompts to connect a cgm or enter bg despite the sensor being connected, which occurred because the initial libre 3 plus sensor had been paired to the libre app and could not be used simultaneously with the ilet; the user applied a new sensor and successfully scanned it to the ilet app, after which glucose values appeared as expected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a usage problem in which an incorrect setup procedure was followed, with no device component implicated and no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was traced to user setup.